Event description:
Customer alleges chrome issues (i.e scratches, chips, scrapes, flaking, dents: out of box). No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9099 hydraulic pump, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer stated that this is an out of box failure. Dealer states that there are chrome issues with the pump, scratches, chips, flaking, dents. No injury. RMA has been issued and the product is being returned to invacare for an inspection and evaluation.